Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device was difficult to remove. The foot plate could not be retracted and the proglide device was removed with the foot plate in the open position. Damage to the vessel occurred. A second proglide was attempted; however no blood flow was achieved from the marker lumen. A cut down procedure was completed to treat the vessel damage and suture the artery closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.